Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained when the customer processed non-vitros biorad quality controls using vitros tsh lot 7110 on two different vitros xt7600 integrated systems. The assignable cause of the event was not determined. As vitros tsh lot 7110 was first calibrated and put into use on the date of the event (B)(6) 2023, there was no historical qc data to assess vitros tsh lot 7110 performance. Therefore, a vitros tsh lot 7110 reagent assay issue cannot be ruled out as a contributor to the event. No information was provided regarding the pre-analytical handling, preparation and storage the biorad quality control fluids. Improper pre-analytical handling of the biorad qcs cannot be ruled out as a contributor to the event. A suboptimal calibration cannot be ruled out as a contributor to the event. The calibration responses, while acceptable, were at the low end of the allowable range. It is possible that the suboptimal calibration responses could have contributed to the high tsh results, but this was not confirmed. The cause of the suboptimal calibration responses was not determined. There was no evidence of an instrument malfunction and the higher than expected vitros tsh results from biorad qc testing were observed across two instruments. However, as no diagnostic precision testing was conducted around the time of the event, instrument-related issues cannot be ruled out as a contributor to the event.

Event description:
The customer reported that higher than expected tsh results were obtained when non-vitros biorad quality controls were processed using vitros tsh lot 7110 on two different vitros xt7600 integrated systems. Biorad lot 85320, level 3 = 34.97, 33.70 miu/l versus baseline mean 26.26 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tsh results were generated from non-patient fluids; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of the event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4).